Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1007 due to capacitor charge time exceeding limitations. The charge times were greater than 45 seconds. The ICD had not been checked since 2015. The patient had undergone a CT scan at some point, but no MRI. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported.